Event description:
Main line health has received approximately 10 accounts of suture failure at the vaginal cuff using the medtronic v-lock suture post hysterectomy. Pt code: 1924. Device code: 3190. Reference reports: mw5174156, mw5174157, mw5174158, mw5174159, mw5174160, mw5174161, mw5174162, mw5174163, mw5174164.